Manufacturer narrative:
Rescind initial medwatch # (B)(4) and follow up medwatch # (B)(4). Incorrect part# was reported. Correct part# is 206.040. Mw is submitted for this part. Refer to medwatch # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Alternate reporter phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, while inserting the screw after drilling and tapping, the screw broke into several pieces halfway into the insertion. The screw fragments were difficult to remove and required additional medical intervention. The procedural step was completed with a same/like product. There was a surgical delay of ten (10) minutes due to the reported event. There was no patient harm and the procedure was successfully completed. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, manufacturer received part# 206.040, lot# 2553217 instead of initially reported part 204.040. The received part was broken. This is report 1 of 2 for (B)(4).